Event description:
It was reported that when the physician was about to start water vapor therapy of the prostate when it was observed that the patients prostate was inflamed. The patient was under anesthesia at the time of the observation. The patient was put on a 3 week antibiotic course and the patient was reschedule. No treatment was delivered.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. The inflammation in this case was not associated with the procedure or device and was present prior to the procedure. A evaluation conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. The inflammation in this case was not associated with the procedure or device and was present prior to the procedure. A evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that when the physician was about to start water vapor therapy of the prostate when it was observed that the patient's prostate was inflamed. The patient was under anesthesia at the time of the observation. The patient was put on a 3 week antibiotic course and the patient was reschedule. No treatment was delivered.